Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right atrial lead was repositioned due to dislodgement. A week after implant, a check was made and it was noted that the lead exhibited loss of capture (loc), high pacing threshold and low amplitude measurements. The dislodgement was confirmed via x-ray, where it was noted that the lead had lost the slack and it was pulled up. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.